Event description:
A patient reported experiencing inaccurate erratic results with an otp meter. The patient's blood glucose results were 245 mg/dl, 193 mg/dl. Tests were done within 2-3 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported. Note - customer was using expired control solution.